Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. The endoscope was found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter was removed from the endoscope housing and evaluated and found with endoscope adaptor (aea) bearing contributing to friction.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the 30-degree plus endoscope for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy procedure, the endoscope plus 30-degree angle up/down changed. The endoscope was installed on universal surgical manipulator (usm)3. The technical support engineer (tse) checked the system logs, and error 22020 on usm3 was verified in the logs. The tse asked the customer to reseat the sterile adapter (sa) and the endoscope. The customer stated that the issue persisted. Furthermore, the tse asked the customer to try installing the endoscope on usm2, and they preferred installing a new one on usm3. The customer stated that with the new scope, the issue has been fixed, and the system worked fine. The customer completed the procedure with no reported injury or harm. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: at the time of the event, the surgical task being performed was lymph node removal. The image was inverted, and the endoscope moved freely with uncontrolled motion.